Event description:
During service by baxter, failure code 570:320:844:0000 was found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary: evaluation was performed and the condition was confirmed. Inspection of the pump revealed depleted main batteries caused failure code 570:320:844:0000. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.